Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their display froze. The customer states the buttons will not advance anymore. The customer's blood glucose level at the time of incident was 195mg/dl. Troubleshoot was conducted. The screen remained frozen. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and anomalies noted. The time clock was monitored for 10 days, time clock advanced properly. No frozen display noted. The insulin pump properly connected to glucose sensor simulator. No lost sensor or sensor error noted. The insulin pump was received with minor scratches on lcd window.